Manufacturer narrative:
The pump had a flashing white lcd due to a cracked lcd controller. Unable to verify the white line display anomaly or perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to a flashing white lcd. The pump had minor scratches on the display window, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that when the insulin pump is switched on, a white line appears on the display and cannot be cleared. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.